Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fse during preventive maintenance that the cardiosave intra aortic balloon pump (iabp) unit had failed the pim leak test. There was no patient involvement reported.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6 (type of investigation, investigation findings, component codes, investigation conclusions) a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that during operational verification, a minor leak was observed due to improper operation of the solenoid valve. The issue was considered to be caused by valve deterioration and the pim (0997-00-1178) was replaced. The issue was resolved and the repair was completed. Device passed the performance and safety checks according to factory specifications.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h11. Corrected field: h6(investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that during operational verification, a minor leak was observed due to improper operation of the solenoid valve. The issue was considered to be caused by valve deterioration and the pim was replaced. The issue was resolved and the repair was completed. Device passed the performance and safety checks according to factory specifications.